Manufacturer narrative:
(B)(4). The device did not return for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported deployment issue. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified internal carotid artery. As the filter was in place, it was unable to deploy. However, once the device was simply withdrawn from the anatomy, it was noted that the filter partially deployed and half of it was sticking out at the end of the catheter. Then a non-abbott filter was used but was unsuccessful as it couldn't cross the lesion. The non-abbott filter was removed. A smaller sized emboshield nav6 was used to successfully complete the procedure. The patient then briefly experienced a transient ischemic attack (tia) which was diagnosed through an magnetic resonance imaging (MRI). Atropine was administered as treatment. Patient condition stabilized. Patient had arm pain later that evening. There was no adverse patient sequela reported. No additional information was provided.